Manufacturer narrative:
Citation: abdelaziz hk et al. Balloon assisted retraction of a migrated corevalve evolut r bioprosthesis during cardiac arrest. Cardiovasc revasc med. 2016 jul 20. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature that (B)(6) year-old male patient underwent implant of a medtronic 29-mm corevalve evolut r bioprosthesis (serial number not provided). Following full deployment the valve migrated upwards which impeded flow to the left coronary ostium. Severe valvular aortic regurgitation was also noted. Cardiopulmonary resuscitation (CPR) was performed. A balloon was inflated across the valve and the frame was pulled back into the ascending aorta. A second 29-mm corevalve evolut r was successfully deployed valve-in-valve with excellent angiographic result and clinical outcome. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.